Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 750 mg/dl, and she was treated with insulin and saline drip. The customer stated that the battery in the insulin pump died, and she could not remove the battery cap. Troubleshooting could not be performed. Advised the caller to revert to back up plan until the replacement of the insulin pump arrives. The customer's most recent glucose reading was 320 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.